Event description:
According to the reporter, during a laparoscopic procedure in the stomach, the suture came off the needle. There is no extended patient hospitalization. There is no tissue damage. There is no blood loss. There is no extended time during the procedure. Another endostitch was used to resolve the issue. There is no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.